Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a zio patch recorder and it showed "missing beats". The physician suggested a device performance issue. Followup indicated the cause is not known. The device is still in use. No patient complications were noted as a result of this event.